Manufacturer narrative:
On oct 29 2020, additional information was received indicating the patient's age at the time of event was 26 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: pain, seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 535cc and experienced breast pain and seroma on the right side post-operatively. The patient underwent surgical intervention to remove the serous fluid. The breast implant was removed and re-inserted into the patient during the procedure. Per the IFU, this is an off-label use of the device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.